Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error alarm and pump error alarm noted in the pump history due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.